Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level between 200 and 400 mg/dl. The suspected cause was due to the customer's settings. Reportedly, the customer obtained settings from the healthcare provider that were incorrect. The customer administered a manual injection. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.